Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 16 mmol/l; cause was due to cartridge alarm 20. Customer did not take action to address bg level at time of event but will administer a manual injection to address bg level. The customer reverted to manual injections for insulin therapy.